Event description:
It was reported that the lead was explanted due to 35 inappropriate shocks caused by oversensing of noise and an apparent lead fracture. No further patient complications were reported as a result of this event.